Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was an accidental disconnect of the patients controller, the nurse tried to reconnect but it was not possible. It was stated that the team switched to the backup controller. It was further stated that the vad nurse tried to connect the pump dummy to the controller and it was also not possible. No additional information available.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: device available for evaluation?, manufacturer site, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Corrected: labeled for single use? The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a bent guide inside the driveline connector on the controller. The reported event was confirmed. The most likely root cause of the reported event can be attributed to a forced disconnection/connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.